Event description:
It was reported that during open ventral hernia repair, while applying counter pressure to fire device, shaft snapped in half and projected into patient's abdomen. It was reported that the patient was observed for a possible bowel perforation, however, no recovery complications were reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.